Manufacturer narrative:
The remote arm controller (rac) was analyzed and found to have no issue. The rac was installed on a test system, passed sine cycle testing for ten minutes, twenty power cycles, and sat idle for one hour with no errors. The rac remained in the test system for five days, while testing other parts, and it performed with no issue. The complaint regarding error 25770 was not confirmed based on the failure analysis. The probable root cause of error 25770 cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the rac found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon called to report that error 25770 occurred and the endoscope was not moving. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the errors logs and found repeated recoverable faults 25770 pointing to remote arm controller (rac) 1 on the surgeon side console (ssc). Prior to calling technical support, the site recovered the fault several times and disabled the master tool manipulator (mtm) left. The tse then guided the site to power cycle the system and the error did not return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Due to repeated system error 25770, the fse replaced the remote arm controller (rac1) master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the remote arm controller (rac1) assembly be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a master tool manipulator (mtm) left was disabled after the start of the procedure. Also, complaint investigation confirmed the fse replaced the remote arm controller (rac) to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.